Event description:
It was reported that after undergoing an anterior cervical discectomy and fusion (acdf) surgery on c5 and c6, the "patient has had ataxia due to the cervical myelopathic component, continuous pain, disablement of limbs, extreme limited r.o.m. Torque train on the cervical musculature producing traction on those occipital nerves in turn become irritated creating vasospasm and migrainous headaches, cervical radiculopathy, and cervical myelopathy". It was also reported that "in addition to the above listed there are two 15mm screws have gone in at an angle protruding into another disc space between c6 and c7". No other patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Devices of multiple part/lot numbers were implanted during the procedure including: part: 8799022 lot: unknown part: 8792815 lot: unknown although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes.